Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 13th january 2014 and performed to specification, alongside random manual power ons, up to the 13th march 2016. Over the 16th-17th march 2016 the device recorded a number of manual power ups showing irregular usage. The device also appears to have been shutdown by removing the pad-pak on a number of occasions. Other manual power ups recorded the shock key as being stuck. Due to a real time clock error four manual power ups were recorded after the 17th march 2016 containing nonsensical dates. On receipt of the device the pad clock was failing to increment and displayed a nonsensical time and date. This would confirm the real time clock error shown in the history log. A test pad-pak was installed, at shutdown a device service required prompt was given and a flashing red status led and failure chirp were present. This confirms the reported fault. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. The device was disassembled for further investigation. Investigation found the reported fault can be attributed to the internal real time clock configuration becoming corrupt. The fault was replicated during testing however the root cause of the fault remains unknown.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device red status indicator flashing.